Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver was broken, procedure completed with a back up instrument from the same kind. The instrument was inspected prior to use. Surgeon was performing tissue resection during the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the device breaking was confirmed by failure analysis.